Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were hard to press and insulin pump had no delivery alarm. The customer declined troubleshoot. Customer reported that the buttons were not hard to press, but customer had neuropathy so she had issues with pressing the buttons. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.